Event description:
At the end of the left flutter procedure, a tamponade was noted. During the procedure, a temperature sensor in the esophagus was used and the temperature did not exceed 40°. The procedure was performed with a tacticath se and the ensite x system and isolation of pulmonary veins, boxe, septal lign, left cfae and cti were done. The tamponade was identified by eto with no apparent patient symptoms. As a treatment the physician performed a punction of the blood and a drain was installed. The physician did not identify the cause of the event and did not suspect any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.